Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level was 300 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.